Event description:
Reportedly, during a surgery where the doctor used a 4/0 maxon suture, the patient experienced a dehiscence. No other information was provided and no product is expected to be returned for analysis.